Event description:
When the pt was exposed to theft detectors or security gates at olive garden, coffee shop, etc., her implantable neurostimulator (ins) would turn on. Follow-up with the pt's healthcare professional was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).